Event description:
It was reported the lactosorb air activated heat pack did not heat up, causing a 30 minute delay in surgery.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.